Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver fractured off during final tightening within surgery. The tip was removed and the procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: (ethnicity). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a plug driver fractured off during final tightening within surgery. The tip was removed and the procedure was completed using an alternative driver. There were no reports of patient impacts associated with this event.